Event description:
It was reported by the customer during a breast biopsy procedure resistance was felt during deployment and the marker could not be deployed. The device was removed to deploy another one and while removing the first device the tip had sheared off into the pt. They were unable to retrieve the tip. Another device was used to complete the procedure. The customer is awaiting pathology results before determining next steps with the tip.

Manufacturer narrative:
(B)(4). Investigation summary: the device will not be returned for investigation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on ou knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Out mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. Investigation summary: as a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.